Event description:
There was an allegation of a questionable elecsys vitamin b12 ii result from the cobas e 801 analytical unit for approximately 28 patient samples. The following results for 1 patient were provided: the initial result was 150 pg/ml, accompanied by a data flag. The repeat result on another analyzer was 501 pg/ml. The repeat result was deemed to be correct. The result was repeated because the doctor called to question it.

Manufacturer narrative:
The elecsys vitamin b12 ii reagent lot number is 85339401, with an expiration date of november 30, 2026. Qc was passing at the time of the event. The calibration failed on the date of the event. The alarm trace contains several calibration alarms. A field service engineer (fse) determined that the measuring cells needed to be changed, and the prewash sipper was bent. The fse replaced the measuring cell and both prewash sippers. They ran the instrument check system test, and it passed. The investigation determined that the service action resolved the issue.